Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 557 mg/dl. Customer stated that they had a lot of trouble getting sensor in tonight and had 3 that were filled with blood. Customer stated the site was not actively bleeding. Customer stated was using the insulin pump to bolus for high blood glucose. The insulin pump will not be returned for analysis.